Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported receiving a backup battery not installed error message. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 07feb2019. Date rec'd by MFR: 06feb2019. Additional information was received that a battery was shipped to the customer. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.